Event description:
On (B)(6) 2010, pt reported experiencing an elevated blood glucose reading of 359 mg/dl at 10:40 am today. Pt stated he gave himself a bolus total of 40.0 units of insulin at 10:45 am. Pt reported he watched as each bolus counted down on the display; however, none of the boluses were recorded in the device's bolus history. Pt reported his blood glucose came back down to around 80 mg/dl by 1:30 pm. Pt's normal blood glucose range is around 100-130 mg/dl. Pt stated he had a similar concern approximately 1 month ago. Pt reported he ate a large amount of food resulting in elevated blood glucose levels and then he self treated with large bolus amounts which resulted in his blood glucose dropping too low. Pt stated his family called paramedics who arrived shortly and then treated him with glucose IV. Pt reported he felt better within approximately 10 minutes. Pt did not provide blood glucose readings but stated the paramedics did not take him to the hosp. Pt reported the large bolus amounts were also not recorded in the bolus history of his infusion device at this time. Pt stated he received no errors or alerts from the device at the time. Pt reported he normally wears the infusion set for 4 days. Advised no more than 3-4 days. Pt stated his insulin cartridges are always refilled. Advised pt to use cartridge only one time. Had pt disconnect infusion tubing from headset and attempt a bolus of 3.0 units of insulin; insulin flowed freely from the end of the tubing. Verified bolus recorded correctly in the device bolus history. Pt reported his readings are usually elevated in the mornings; has been meeting with physician to adjust basal rates. Product was replaced and requested return of the alleged product for eval.